Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017, a computed tomography (CT) scan of the abdomen revealed a inferior vena cava filter with approximately four (4) prongs extending beyond the cava wall. Maximum distance of perforation of the wall was 9mm.